Event description:
The pt walked into the office, sat down, and went into v-tac. The medic-5 defibrillator did not discharge during a code 5. The dr says he tried charging unit twice, but it would not discharge. Unk what happened between the two charges. The dr then put the paddles in the paddle wells and the unit did discharge. According to the dr, the unit is tested on every shift with no reported failures. The dr used a second defibrillator, which may have been a burdick unit, as they have several medic-5's in the office, but are not sure. Dr doesn't remember exact joule setting, but he thought it was a higher level. The second unit did revive the pt who was transported to the hosp, and died approx one hr later. Dr stated the pt had no reported heart problems, but was "sick".